Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user did not seat the luer connector correctly during a site change, the pump was dropped, and the device displayed an alert stating it was unable to proceed, although no alerts were visible upon review; after a guided supply change check, the user replaced the prefilled fiasp cartridge and luer connector, completed tubing fill, and insulin delivery resumed. Symptoms included no reported changes in blood glucose. Outcomes included restoration of therapy without medical intervention or hospitalization. Investigation included user troubleshooting and education by support, functional verification through a supply change check, and replacement of the infusion set connector and cartridge by the user. Investigation of this case revealed user setup error related to an improperly attached infusion set connector, with device function normal after correct reinstallation. It was concluded that the event resulted from user handling and connection error, and the device operated as intended after proper setup.